Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock lead impedance (sli) of greater than 200 ohms in triad and 113 ohms (rv coil to device). Technical services (ts) discussed vector breakdown, lead replacement/extraction and additional risk with extraction due to calcification. This rv lead currently remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a shock lead impedance (sli) of greater than 200 ohms in triad and 113 ohms (rv coil to device). Technical services (ts) discussed vector breakdown, lead replacement/extraction and additional risk with extraction due to calcification. This rv lead currently remains in service and no adverse patient effects were reported. Subsequently, we received further information indicating that the sli has increased to 200 ohms and has remained elevated since last year. The amplitude of the r waves was recorded at 2.9 mv (millivolts). A medtronic device is integrated into this system, and medtronic advised the customer to change the shock vector to b>ax. Additionally, it was noted that the ventricular fibrillation (vf) setting is configured for maximum shocks at 35 joules (j), while the settings for ventricular tachycardia (vt) are at 14j, 20j, and 35j. The caller inquired whether the patient should return for adjustments to the vt shock settings. The ts explained that, at this time, there is no updated guidance available, so no changes are recommended. It was noted that if the device were from boston scientific, a change in shock energy would have been suggested. This rv lead currently remains in service and no adverse patient effects were reported.